Event description:
It was reported that a malfunction code was displayed on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to call back if the issue recurred.